Event description:
It was reported that pump experienced malfunction alarm identified as malf 7, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer performed reset on pump twice before calling, then planned to use multiple daily injections as backup therapy, and tandem technical support arranged replacement pump.